Event description:
It was reported that when a device was used during a laparoscopic assisted vaginal hysterectomy, there were malformed staples. Another device was used to complete the case. There was no consequence to the patient.